Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. A follow up will be filed if/when any additional information is provided.

Event description:
Dealer states the replacement pc board was brand new out of box failure. Dealer is getting red flashing light and yellow flashing light, the pc board would not allow an auto tune.